Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21feb2019. (B)(4). The philips product support engineer (pse) evaluated the unit and confirmed the reported issue. The pse replaced the power switch overlay to resolve the reported issue.

Event description:
The customer reported that the led (light emitting diode) indicator was faulty. The customer reported there was no patient involvement. The event date was not specified; estimate used.